Event description:
Pt was to receive regular insulin (100u in 100c) at 1 cc/hr. This was to run concomitantly with maintenance ivf at 100 cc/hr. The insulin drip was started at 0900. At approx 1145 am, it was changed to another pump and the rate was inadvertantly programmed incorrectly. At approx 12:22 pm, the bag was found to be empty and the error in rate was noted. D10 was hung and serial accuchecks were done.